Manufacturer narrative:
The analysis of the lead found that the insulation was damaged by fraying. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of fraying lead to the assumption of excessive mechanical load on the lead in the region of the valve level. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted systems in the body, were not available for analysis.

Event description:
After an implantation time of about 28 months, an increase in the pacing threshold and inappropriate shock deliveries were reported. The lead and the ICD were explanted. No deterioration of the pt's state of health was reported.